Manufacturer narrative:
30-nov-2017 product investigation results: the reporter returned toothbrush head on 27-nov-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head broke in mouth, 1cm piece of metal and bristles rolling around in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via social media on 27-oct-2017 that an oral-b brushhead, version unknown broke in her mouth that morning, leaving a 1cm piece of metal and the bristles rolling around in her mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 27-oct-2017 consumer follow-up via social media: the consumer reported the product was an oral-b floss action brush head. No further information was provided. 30-oct-2017 consumer follow-up via social media: the consumer reported she tried the coin scratch test, and the logo was still there. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke in mouth, 1 cm piece of metal and bristles rolling around in mouth [device breakage] no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2017 that an oral-b brushhead, version unknown broke in her mouth that morning, leaving a 1 cm piece of metal and the bristles rolling around in her mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via social media: the consumer reported the product was an oral-b floss action brush head. No further information was provided. On 30-oct-2017 consumer follow-up via social media: the consumer reported she tried the coin scratch test, and the logo was still there. No further information was provided.